Manufacturer narrative:
Investigation summary: bd received three photos for investigation. Evaluation of these photos indicated a chipped plastic from the top of the tube. Additionally, ten retained samples were evaluated and did not identify any further instances of damaged tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding part has defects. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e (edta) 7.2mg, 3 tubes had molding defect on the top of the tube. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® k2e (edta) 7.2mg, 3 tubes had molding defect on the top of the tube. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.